Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin had motion sensor test failure alarm. The customer¿s blood glucose level was 145 mg/dl at time of incident. It was reported that they had no delivery alarm and motion sensor test failure alarm. The customer performed displacement test motion sensor test failure alarm. The customer was advised that the pump will need to be replaced. The customer was advised to refer to back-up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify motion sensor test failure alarm and excessive no delivery alarm due to motor error alarm noted.